Event description:
It was initially reported that the patient was experiencing an increase in seizures, above baseline per the patient. Patient had reported that in october that her generator was at end of service and requested the names of surgeons that would perform generator replacement. It is unknown if the increase in seizures are related to the generator being at end of service. Currently, surgery has not taken place. Good faith attempts for more information have been unsuccessful to date.